Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. The root cause of the system error 2240 alarm was due to use error. A labeling review was performed and found to be adequate. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during dwell 2 of 6. The patient was connected to the hc at the time of the alarm. The patient stated he disconnected prior to the alarm and reconnected some time later. The patient was advised to start over using new supplies. Proper procedures per the user manual were reviewed with the patient. No clinical consequences for the patient were reported.